Event description:
It was reported that the colonovideoscope had e315 error (incompatible scope) and no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of e315 error and no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector is dirty. Based on the results of the investigation, and since the device malfunction of e315 error and no image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, olympus confirmed the scope connector had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.